Manufacturer narrative:
Model number/catalog number:sc-8120-70, serial number: (B)(4), batch/lot number: 216390a, model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to inefficacy. No further information could be obtained.